Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), and the reported event could not conclusively be established through this evaluation. Multiple attempts for additional information on the event and patient¿s status were made; however, no information was provided by the account. The patient¿s status is unknown and no product was returned for evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 8 months 28 days (the age is calculated from the date of implant to the event date). No additional information was provided; the report source did not provide the information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a call came in from vad coordinator (vc) (B)(6) asking about how to turn the vad off as patient was currently being coded. It was reviewed how to disconnect the driveline on hmii or stop pump via system monitor. Per vc, a decision was not made on turning the vad off or not as the patient was currently undergoing treatment. Vc had stated patient had a fall with head bleed.